Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, the device failed a test step during testing. The device's sensor board was replaced to address the issue. Additional findings not related to the malfunction/issue were two additional system errors found on the device. The tubing was reconnected, and the circuit tubing was checked on the device.